Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2019 regarding a patient receiving compounded clonidine (262.5mcg at 149.90241mcg/day), bupivacaine (6.6mg at 8.9941mg/day), fentanyl (262.5mcg at 149.90241mcg/day), and morphine (4.4mg at 1.49902mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that on (B)(6) 2018 the patient presented to the emergency department (ed) with increased pain and withdrawal including shaking, headache, nausea, dry mouth, and clamminess. Catheter occlusion was ruled out with a side port aspiration. A bolus was delivered without side effects or worsening, making inflammatory mass (im) unlikely. Pump interrogation revealed no alarms or events on the log. The low reservoir alarm date was (B)(6) 2019. It was further noted that therapeutic bolus x2 were given on (B)(6) 2018. On (B)(6) 2018 the patient presented for a pump refill. Device interrogation volume was 13ml, however the actual aspirated volume was 0ml. Review of previous notes and programmer reports revealed the pump reservoir volume was programmed to 40ml, but the pump was only filled with 20ml of medication. The pump was then refilled and the intrathecal (it) rate was decreased as the patient had not been receiving it medications for greater than two weeks. The event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event was related to the it drug with the empty reservoir noted as a factor. No further complications were reported or anticipated.